Manufacturer narrative:
A thorough review of the manufacturing and inspection records for this lot could not be conducted since a lot number was not provided. According to the customer, there were no samples available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and therefore, this complaint could not be confirmed and establishing a root cause and an appropriate corrective action is not possible.

Event description:
PICC breaks when removed, leaving a 0.8 cm piece in the axillary region. Catheter in use for less than 6 hours. Passage technique was uneventful, with good flow and no resistance. After an x-ray, the catheter was coiled in the axillary region. Pulled out 4 cm, keeping one turn still inside the vein. The doctor assessed it and asked for it to be removed. The same nurse who inserted the catheter removed it, as it was on the same shift, and reports that the catheter came out without resistance. 12 hours after removal, a new x-ray was carried out to check the patient's condition, and a piece of the catheter was found.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion. A lot number was provided, but was not able to be identified. The reporter is unable to retrieve additional information.